Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was 492 mg/dl at the time of the incident. Customer¿s current blood glucose level was 246 mg/dl. Customer stated that she had high¿s and low¿s when transmitter stopped working and it was not insulin pump¿s fault. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.